Event description:
It was reported that patient experienced a shocking/jolting sensation at the pocket site of their implantable neurostimulator (ins). The manufacturer¿s representative met with the patient on the day of report where impedance testing showed all electrode pairs on the right side (#0-7) were >40,000 ohms except electrode pair 0-5 which was at 1709 ohms. The patient stated that about 3 weeks ago they had gotten up from a chair and felt a ¿pull¿ in the region of the leads. It was after this event when the patient noticed the shocking in the pocket sensation. Follow up information reported that the representative was able to use 2 contacts (#0 and 5) on lead 0-7 which did not have the high impedances which gave the patient coverage to the area they needed. The patient stated that they did not feel any shocking or jolting. No x-rays were taken for the issue. Nothing further had been heard from the patient at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).